Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was cable damage attributable to user handling. As stated in the instructions for use, as a preventive measure: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ". "Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.".

Manufacturer narrative:
The camera head was returned to the regional repair center for evaluation. The customer¿s complaint of a ¿b30 communication error¿ was not confirmed. When the camera was tested with a cv-190 processor, the scope image was black and b30 error was observed. An external split in the camera cable was observed to be covered by plastic tape. A test cable was fitted and the charge-coupled device (ccd) passed all test. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing a ¿b30 communication error¿ message was observed. The stated the camera head was damaged between uses. There was no patient injury reported.